Event description:
During acl procedure the flip cutteriii drill ref# ar-1204ff, lot#22b47 bent while being used. This happened once before here, and it was suggested that surgeon slow down. This time rep watched and said he wasn't going too fast. Rep took product info and was going to look into it. Unfortunately, the device was disposed of at end of procedure, but original packaging was available for product info. So unfortunately, we have very little information to report on this device.